Event description:
The reporter states that he obtained a 273 mg/dl and 93 mg/dl blood glucose comparison on the accu-chek compact plus system. The results were obtained within a 10 minute timeframe. No reported actions or treatment. No adverse event reported. New system sent to customer and return requested.